Event description:
It was reported the patient received the (eri) replace generator soon message. It is unknown if this occurred prematurely. Patient is also unable to enter MRI mode due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000127388.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.